Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air was observed in the sheath. During an ablation procedure, a polarsheath steerable sheath was selected for use. After withdrawing the catheter and performing aspiration, air was being drawn into the sheath. It was believed the device may have been damaged during the retraction. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned for analysis.

Event description:
It was reported that air was observed in the sheath. During an ablation procedure, a polarsheath steerable sheath was selected for use. After withdrawing the catheter and performing aspiration, air was being drawn into the sheath. It was believed the device may have been damaged during the retraction. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The polarsheath steerable sheath was returned for analysis. Analysis of the device found that the sheath passed all standard manufacturing testing. During functional inspection, the sheath was able to hold pressure while pressurized at 5.5 psi in hemostasis testing. However, visual inspection found that the sheath valve was visibly damaged, which could have caused a leak issue in the field. With this, the reported event of sheath visible air/bubbles was confirmed. Furthermore, a tear in the hemostatic valve was observed. The valve slits and puncture location were aligned and not believed to have been the cause for tear observed in the hemostatic valve. It is most likely that the tear occurred from normal use during the procedure as no device deficiencies were found that would have led to the tear observed in the polarsheath valve.